Event description:
It was reported that during a biliary stenting treatment procedure, stent damage occurred. The pt had experienced an in-stent restenosis, one year after placement of a covered biliary wallstent (cbw) in the mid common bile duct. The physician advanced a guidewire between the duct lumen and the cbw via a ptcd catheter. The physician attempted to advance a 7f sheath, but it became stuck near the mid cbw and failed to advance further. Therefore, it was placed at the proximal cbw. The physician then attempted to advance to express biliary ld 8.0 x60x75 cm premounted stent system, but experienced significant resistance and the stent delivery system would not cross. When the physician retracted the stent and delivery system, the distal stent was expanded and deformed. He subsequently used another cbw to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "good".